Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with injection meropenem (1gm, once daily, intraperitoneal, discontinued) and injection vancomycin (1gm, alternate day in night exchange, intraperitoneal, discontinued). On an unknown date the injection of meropenem was changed to intravenous (ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and the patient was not recovered from peritonitis. Five days after event onset, pd therapy was discontinued, was put on hold, the pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.